Event description:
Two patient samples with discrepant results for bicarbonate (co2), and creatinine. Pt 1, initial co2 result gave 65 mmol/l; repeat gave 33 mmol/l. Patient 2, initial creatinine gave 2.4 mg/dl; repeat gave 1.1 mg/dl. Erroneous result was reported for patient 2 only. Patient not adversely affected. The field service rep determined the cause for the discrepancy was due to a broken vacuum connector on rinse mechanism, and replaced nozzle c assembly and bleached out cuvette wash fill lines. Performance tests were performed and within spec.